Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab supervisor. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band was not holding air. When the patient was checked the band had no air. Th patient was not harmed. Hemostasis was achieved without issue. The event occurred post-operative. The patient was not injured, medical or surgical intervention was not required. Patient was in stable condition. The procedure outcome was completed successfully. Additional information received 20 jun 2023: the procedure performed prior to use with the tr-band was a heart catheterization. They estimated about 12ml's of air was injected into the tr band when it was applied. Other devices used in the access site was a glide sheath slender. The band was noted to have lost the last 3cc of air after it had been on the patient for an hour and a half. Hemostasis was achieved with the original tr band. The nurse reported that only 3ml of air was supposed to be left and when they went to remove the last 3ml the band was empty. There was no blood loss reported. There was no noticeable damage to the device.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One tr band 2 was returned to for product evaluation. The returned product was included the band assembly and syringe. The returned sample was subjected to leak testing. There was no air in the band. There was no damage or deformation found on the band. Leak testing was performed. Approximately 18 ml of air was inserted into the balloon. The band assembly was then placed in a water bath for 30 seconds to check for the presence of air bubbles. No air bubbles were observed. The sample passed leak testing. Another leak test was performed. Approximately 15 ml of air was injected into the band, and it was left to stand for 12-24 hours. After the tie had elapsed, 13 ml was found in the balloon. Since the band had 13 ml of air after 12-24 hours, it passed leak testing. The check valve was deconstructed to check for foreign matter or damage. No foreign matter or damage was found in the check valve. The complaint cannot be confirmed for air leakage issues because the returned sample passed leak testing and no foreign matter or damage was found in the check valve. The exact root cause cannot be determined. It is unlikely this was a manufacturing defect since all products are 100% leak tested per. Corrective and preventative action (CAPA) was initiated for the increase in air flow issue complaints for tr band 2. The device history record (DHR) could not be reviewed since the lot number was not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).